Manufacturer narrative:
He reported events of the device unable to communicate with merlin.net and programmed to nominal settings were confirmed. Based on the information provided, it was determined that during the (B)(6) 2025 session, an error message indicating¿ erroneous parameters detected¿ appeared due to a parameter set crc error. At that time, the device was programmed to nominal settings. The root cause of the crc error was unable to be determined. The patient app logs were not available to determine the root cause of the reported failed transmissions.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed phantom programming, error message, and failure to interrogate on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.